Event description:
A customer contacted haemonetics on (B)(6) 2008 to report that the orthopat machine was blowing the room circuit. No operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008 to report that the orthopat machine was blowing the room circuit. No operator or donor injury was reported. Upon evaluation of the device a blood spill was found and subsequently cleaned. The damaged components were replaced including the power supply. Device is back in proper working condition and has been returned to service. The product issue identified in this report (fluid spill) was identified by haemonetics during a retrospective review of the company's service records. No patient or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).